Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ruptured aorta, type 3a endoleak and secondary endovascular procedure are unconfirmed due to a lack of the relevant medical images. This is not consistent with the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest the device was used off-label, neck angle of 71.5° (IFU states less than 60°), however unable to identify or confirm if this is a contributing factor for the reported event, due to the lack of the medical imaging study surrounding the event. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g4: date received by manufacturer has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately (2) two years after post initial procedure the patient was brought in urgently due to a type 3a endoleak and aneurysm rupture. The physician elected to perform a re-intervention by implanting a (non-endologix device) gore excluder. The procedure was completed but the final patient status remains unknown. The final patient status was not made available to endologix.